Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported the recharger paddle would get hot and make her implant site feel hot when the stimulator had only reached 50%. Pt did not indicate serious injury from heat of recharger. Pt stated this began "probably the beginning of this year". An email was sent to the repair department to replace the device.

Manufacturer narrative:
Continuation of d10: product ID 37751 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6), ubd: , UDI#: h3. Analysis found performed on [product ID: 37751, serial/lot #: (B)(6)] analysis found that the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.